Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the reservoir compartment had broken off. The customer had a blood glucose reading at high. They had symptoms of nausea, vomiting, and was not feeling well. Their current blood glucose level was 139 mg/dl. The customer also reported that the reservoir would no longer lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.